Event description:
It was reported that during a supply change the ilet user was unable to remove the anchor protective cap from a contact detach infusion site, and when attempting removal, the adhesive began to detach from the site. The user then replaced the set and completed the supply change successfully. There were no reported symptoms or clinical effects. Outcomes included no alerts, no alarms, and successful therapy continuation after replacement. Investigation included troubleshooting and education provided by the agent during the call. Investigation of this case revealed user difficulty with infusion set deployment and cap removal, with adhesive detachment indicating an incorrectly deployed or improperly handled infusion set. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the infusion set during cap removal leading to adhesive compromise.